Manufacturer narrative:
A supplemental MDR is being submitted for correction based on the additional information provided. The following sections of this report have been corrected/updated: d4 (additional device information - serial number, expiration date, and primary unique device identification (UDI) number) and h4 (device manufacturer date).

Event description:
As reported from a clinical study by our edwards lifesciences affiliate in france, approximately 6 years 4 months post transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient underwent a valve in valve procedure due to stenosis, structural valve deterioration (svd) stage 3 (severe hemodynamic svd), leaflet fibrosis/calcification, and severe patient prosthesis mismatch (ppm). The patient had presented with dyspnea. It was noted that the initial valve had been implanted deep and a higher implantation was recommended for the new valve. The valve in valve procedure was performed successfully with a 26 mm sapien 3 ultra valve implanted inside the 29 mm sapien 3 valve.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although a definitive root cause was unable to be determined at this time, one or more of the patient factors/procedural factors described above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2024-08229 for details of the other event.